Manufacturer narrative:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be depressed. There was no reported patient injury. The device was used with a 5f non-cordis sheath. Additional information was requested but not provided. A non-sterile unit of the product "vascular closure device 6f" was received inside a clear plastic bag. Upon unpacking the device for product evaluation, the following conditions were observed: the deployment button was found almost fully depressed, the plug was present on the delivery shaft and severely exposed to dry blood residues, and the indicator wire was nearly retracted. The indicator window was found in the white/black/red position, and the cowling guard was locked. The bleed-back port was in its original position. Additionally, an unknown procedure sheath was locked onto the device, with blood noted inside the sheath, though no damages were observed. No other anomalies were noted during the visual analysis. A functional analysis was performed. The deployment button was not fully depressed upon receipt, but it was pushed down without friction and functioned correctly. The button performed as expected, and the plug was deployed properly. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The complaint reported by the customer as ¿deployment lever (button)-frozen locked¿ was not confirmed. Although the deployment button was not fully depressed upon receipt, during the functional test, the button was pushed down without friction and operated correctly. The button performed as expected, and the plug was deployed properly. The internal components were reviewed, and no anomalies were observed. With the limited information provided, and with no procedural films, the cause of the reported event could not be determined. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. The product analysis did not provide evidence to suggest the failure was related to the manufacturing or design process. Therefore, no preventive or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be depressed. There was no reported patient injury. The device was used with a 5f non-cordis sheath. The device is being returned for evaluation.